Event description:
The report indicated that the customer was hospitalized after experiencing high bg's (338-over 600mg/dl) while wearing a pod. A bolus was administered which was ineffective at lowering her bg's. It was reported that the cannula had never inserted. The pod was removed and discarded at the hospital and will therefore, not be returned for eval.

Manufacturer narrative:
The device involved will not be returned to the MFR for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to "check infusion site frequently for proper cannula placement." The user failed to note this condition which would be visible through the viewing port upon pod placement if labeling is followed. In addition, users should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The user guide also suggests that the pt always carry extra supplies in case of emergency.